Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device paced inappropriately. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing including bench handling, defib cycling, impedance testing, and environmental chamber testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The pads were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.